Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 199 mg/dl. Customer stated that she was sweating profusely and there may have been potential moisture exposure. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.